Event description:
Information received indicated the left head siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the latch cover was damaged. He replaced the latch cover to resolve the issue.